Manufacturer narrative:
.

Event description:
It was reported that during a device replacement procedure, the atrial lead exhibited oversensing. The device was reprogrammed and the patient was in good condition.